Event description:
It was reported that the continuous glucose sensor paired to the ilet was not displaying glucose readings until the user toggled sensor types and re-paired the sensor, after which readings resumed and no further assistance was required. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education. Investigation of this case revealed a pairing connection issue that resolved with re-pairing, with no device hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that user setup or connectivity contributed to the event and that normal operation was restored following standard troubleshooting.